Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed premature battery depletion on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient was in stable condition.

Manufacturer narrative:
The reported field event premature battery depletion could not be confirmed by analysis. Electrical, longevity, and visual analysis was normal with no anomalies found.